Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Investigation: a functional test was done on all instruments. All sz389r are jammed in the downtube(s) (sz378r). Next we made a visual inspection, especially the guiding bars and slots. At all combinations the rod connector of the sz389r was jumped out of the guiding of the downtube. Batch history review: the manufacturing documents have been checked and found to be according to specification valid during the time of production. There is one further complaints with this lot and this at hand. Conclusion and root cause: the root cause for the problem is most probable usage related. Rationale: without further knowledge about the circumstances, we assume, that the surgeon applied a high torque to the instrument so that the rod pusher (sz389r) jumps out of the guiding of the downtube (sz378r) jumps out of the guiding of the downtube (sz378r). A material defect or a manufacturing error can be excluded. No CAPA necessary.

Event description:
It was reported the clamping sleeve jammed intra-operatively. During an ennovate spinal surgery procedure it was noted the downtube short jammed. No other information was provided. Additional information has been requested, however, not yet received.